Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a gastrostomy tube. The customer reports the etn installed the button during the night of (B)(6) 2013. On (B)(6), there was a leak in the balloon. The baby had a gastronomy which lead to a cellulitis. The customer reports when the pt arrived in the ER, the opening was a lot more contracted and a 8 french probe was inserted. The customer states it took more than 2 hours to dilate the opening to be able to insert the 14fr nutriport button. Since the pt already had cellulitis after the first decision was made to give the pt an antibiotic prescription. The next day, redness appeared around the gastrostomy with fever. Antibiotics were initiated and everything came back to normal. Current condition of the baby is ok.

Manufacturer narrative:
An investigation is underway; upon completion, the results will be forwarded.